Event description:
Related to MFR report # 2183959-2012-00918. It was reported the patient was implanted with an apogee vaginal mesh and monarc vaginal sling in (B)(6) 2010. After implantation, the patient experienced pain, incontinence, and loss of bowel function. The reporter stated, "pieces of plastic mesh protruded from my vaginal wall. There was foul odor coming from my vagina and my stomach was extended to twice its pre-surgery site." Surgery was performed to remove the mesh and sling, it was noted by the surgeons according to the reporter that the mesh was "extremely tight" when it was cut for removal. Scar tissue was observed in the posterior vaginal septum, apex of the vagina, and the area of where the sling was originally located. It was also noted, "the sling was loose and completely non-supportive of the urethra." No additional complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.